Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a hardware low level failures alarm. The customer's blood glucose value was 80 mg/dl at the time of the event. The customer reported that the insulin pump was exposed to change of altitude while the customer went camping. The customer reported loss of communication. The customer informed that they were not using the insulin pump for two days. The customer stated they were able to clear the alarm and were able to rewind the insulin pump. The insulin pump did not pass the self- test. The customer reported second occurrence of hardware low level failure alarm. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The sensor will not be returned for analysis and the insulin pump will be returned for analysis.

Manufacturer narrative:
Pump error 63 alarm confirmed in the insulin pump history due to broken trace. Device communicated properly with the test guardian transmitter and tested with glucose sensor simulator.